Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was seeing a call your doctor warning screen with a 574 error message. It was reviewed that this code indicates that no programmed parameters have been detected. The patient stated the ins had not been programmed since it was implanted yesterday. No further complications were reported/expected. Additional information: it was reported that the patient said that her insurance had approved her to not only get her ins replaced but to also get her leads replaced with paddle leads but for some reason the doctor never replaced the leads and just replaced the ins. Patient stated that since her implant surgery for the current ins ((B)(6) 2017) she has had problems as a result of the doctor apparently "nicking her spinal cord and put a hole in it and that's why it's leaking", patient said the doctor wasn't supposed to be near spinal cord in the first place during surgery. Patient said her other problem is that her current ins was never programmed and that the manufacturing representative (rep) never came to set up programming on current ins was never programmed and that the rep never came to set up programming on current ins so the implant had never worked. Patient reports having a big hole in the implant incision that is about the size of a number 2 pencil that is leaking spinal fluid. Patient said it's been tested by urgent care healthcare providers (hcp) and doctors. Patient said that she has unbearable headaches to the point where she can't stand up sometimes and had to hang her head between her legs when she went to the bathroom, is in pain as device isn't working anymore. Patient said the pain was also unbearable. Caller said at first the hole would leak once in a blue moon but now leakage was getting worse to where it was every day. Patient said that when she stood up to go to the bathroom, the incision hole was leaking so much that she thought that she was peeing but it was the fluid form the incision hole. Caller said patient went to the hospital last night to get checked out. Patient can't find a hcp that works with pain stimulators to take the implant out of her body because it wasn't working, caller said that the hospital told the patient that the removal of the implant would be an "elective surgery" caller said how the surgery could be elective if the patient was at risk of spinal meningitis/ as she was told by 2 ER doctors that if the patient didn't get it removed she could die in 6 months and caller considered that life or death. No further complications were reported. No additional patient symptoms were report ed.